Event description:
69 y/o black male admitted with complaints of presyncope and dizziness, lightheadedness. Co's pacemaker was removed for end of life with insertion of a new ventricular lead. The old lead was found to have frequent episodes of loss of capture and it was capped.